Event description:
Patient called lfs in 2002 alleging that their one touch ultra meter would only prompt the error 2 message. Customer was reported to be "out of it" during the night and was unable to obtain a blood glucose result because they kept getting "error 4 and error 5". Patient explained that they took a glucose pill, even though they were unable to bypass the "error 2" message. Approximately 15 minutes after taking the pill, patient re-tested and obtained a "hi" blood glucose result. Customer did not allege any harm. The ccr ran a control solution test with the patient and obtained a "156 mg/dl" with a range of "107 through 145". Patient did not wish to run another control solution test after the first failed test. Ccr was unable to resolve the "error 2" issue after troubleshooting. Ccr replaced the patient's strips.